Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative noted that the site was re-using the spheres on their instruments. The representative requested they replace the spheres after each procedure and to re-verify their instruments. Following this, the system functioned as intended. The root cause is suspect to be user error due to the reuse of the spheres. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a cervical spinal fusion, an alleged inaccuracy occurred during the procedure. It was reported that pre-incision the spin showed good accuracy. Following this, the patient was sterile draped and the navigation system showed an inaccuracy of 1cm in the cranial direction was taken. The site elected to take another spin, which did not improve the accuracy. The representative then requested that the surgeon verify the blunt tip probe which returned at an inaccuracy between 5mm-11mm. The site was reported to be reusing the spheres that verify the instruments on the system. Reuse of the spheres is against the recommendation of medtronic. Replacement of the spheres restored the accuracy of the system and the procedure continued as intended. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.